Event description:
It was reported that there was a 831f75 catheter, inside a sealed "pizza box" labeled 746f8, lot no. 156l0190. It was stated that the customer inserted the 831f75 thinking it was a 746f8. The catheter was removed and then a 746 catheter was inserted. Follow up indicated that the hospital does order 831f75 in five packs and 746f8 catheters individually in "pizza boxes". It was further reported that there were no other catheters mislabeled.

Manufacturer narrative:
Catheter will not be returned; however, the 746f8 box is available.